Event description:
A customer reported that their pump issued an alarm identified as alarm 20 during insulin pumping. The customer declined to disclose whether this issue affected their blood glucose levels beyond normal thresholds. Technical support assisted the customer in attempting to load a new cartridge; however, the alarm persisted. As a corrective action, the customer will receive a replacement pump. In the interim, the customer will use multiple daily injections (mdi) as a backup insulin therapy. The customer was also instructed to return the faulty pump using a pre-paid label and understood the procedures for placing it into storage mode before sending it back.